Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer was advised to rewind the insulin pump, reinsert reservoir run manual prime; the insulin pump did not alarm no delivery. Customer did not run the fill cannula step properly the first time. Customer was instructed to disconnect, remove reservoir, rewind and prime again before filling cannula. Blood glucose value is 31.0 mmol/l; treated with manual injection. It was stated that the customer would be monitoring the insulin pump and blood glucose and get back in contact if issue persists. Nothing further reported.